Event description:
It was reported that a physician attempted to perform a novasure endometrial ablation on (B)(6) 2015. The physician had difficulty seating the electrode array. A hysteroscopy was performed and a small perforation was visualized at the fundus. It is unknown if intervention was required. A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Reference internal complaint (B)(4).